Manufacturer narrative:
Concomitant products: product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8 709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a manufacturer representative in regards to a patient who was being treated with lioresal 1000 ug/ml (668.9 ug/day) intrathecal therapy in flex mode via an implanted pump. The pump's indication for use (IFU) was listed as intractable spasticity and other spasticity. The patient's medical history and concomitant medications were unknown. The representative was in a pump replacement procedure and the patient¿s pump was being replaced due to a history of volume discrepancies and a gradual return of spasticity over the past 6 months. The approximate event date was (B)(6) 2015. The volume amounts were not reported. The caller was assisting in programming a 10% decrease to the previous flex mode programming. On (B)(6) 2015, the representative reported the pump was sent back for analysis. It was too early to determine patient outcome. Further information was received from a consumer. The patient stated that the pump was not delivering the medication correctly. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the pump revealed corrosion, wear, and lubrication of the motor gear train, and the stall was due to the shaft-bearing.